Event description:
A user facility reports: during a coronary angiogram using acist cm2000 angiographic injector, 5 cc of air was injected into patient's left anterior descending (lad) coronary artery. Patient underwent emergency coronary artery bypass surgery and remains hospitalized.

Manufacturer narrative:
Further investigation: h-3: summary of evaluation of returned device: the acist cms2000 injection system was taken out of service and returned to acist on 10/19/2006. The system was tested and passed its pre-established performance specifications. Disposable kits used during the event were not retained by the customer; therefore, no analysis could be performed on those items. Cineangiogram was returned to acist and evaluated by acist's medical advisory. An air embolus was noted on the first run. Because the system was determined to be operating to specifications, the root cause of the event is believed to be improper purging of air in the line during system setup.